Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse followed up with customer over the phone and discussed instrument operation which led him to order a level sensor lead wire assy for the wash, diluent, and waste bottles. Fse instructed customer to install part when received. Customer received part on (B)(6) 2018 and installed. Customer verified instrument is operating without any errors after connecting the new level sensor lead wire assy on the wash, diluent, and waste bottles. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia 360 operator's manual under chapter 7- error messages and flags, section 7.1 list of error messages states, "washer low" is generated when there is insufficient wash solution. Operator is instructed to replenish wash solution. The aia 360 operator's manual under chapter 2.4 - installation procedures, provides detailed information on how to install and connect the level sensor lead wires. Also states, incorrectly connected lead wires will result in failure to issue warnings when the diluent and washer levels are low or when the waste tank is full. The most probable cause of the reported event was due to level sensor lead wire for wash failure.

Event description:
On (B)(6) 2018, customer reported getting 3019 "washer low" error message during background check on the aia 360 instrument. The customer stated the wash was made on 12feb2018. Technical support specialist(tss) instructed customer to clean the wash probe tip and check that the tubing on top the assembly was in place. Tss had the customer check the level sensor wire and when the error came up, customer was asked to remove one sensor cap, hit ok and see if that resolves the issue, error persisted. When error was not resolved, tss had the customer clean sensor probes, power down instrument, reseat caps on wash, diluent and waste to make sure vacuum was not the cause of the error, error still persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for creatine kinase mb (ck-mb) and myoglobin (myo). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.